Event description:
It was reported that the anesthesia workstation generated a technical error code indicating and open safety valve. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Investigation of the reported event has been completed. Our field service engineer investigated the system and the reported failure was reproduced. According to the information provided by the field service engineer , the issue was solved by safety valve fix. There is no information about how the safety valve issue was corrected. There were no further failures. The safety valve protects the patient from high pressures. If the pressure is too high the safety valve opens and fresh gas is let out to decrease the inspiratory pressure. The root cause of the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).